Manufacturer narrative:
Date of event:(B)(6). Date of report: 30aug2019. The service engineer (se) inspected the device and verified the reported issue. The se found the exhalation port plug was loose and tightened the connection. The device passed the system leak test and all other verification testing. No parts were replaced. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator would not pass the system leak test. There was no patient involvement at the time of the reported issue.